Manufacturer narrative:
This report is submitted on march 13, 2018.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018 due to an infection. Additional information has been requested; however, not made available as of the date of this report.